Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'reoccurring false upstream occlusion alarm during vol. Accuracy test. Use multiple new sets at two different biomed stations' was not reproduced. A review of the event history revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had reoccurring false upstream occlusion alarm during volume accuracy test, used multiple new sets at two different biomedical stations during testing in the biomedical service department. There was no patient involvement. No additional information is available.